Event description:
The international customer reported that the unit shut down. The customer reported that there was pt involvement with no harm to the pt. The customer declined to provide pt info.

Manufacturer narrative:
(B)(4).